Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over corrected and delivered too many boluses. Customer's blood glucose (bg) was 64 mg/dl and bg was addressed with candy bars. Customer's daughter helped give the customer the candy bar. Reportedly, customer had memory loss and blacked-out. Customer reported to be ok at the time of report.